Event description:
On 03/12/1999, the facility's or team coordinator informed the manufacturer's sales representative that a note was left with the product that states the following: per the physician, please let the company know that an area on the catheter was torn with a debakey forcep. He finds that this is not acceptable. The device is contaminated with a transmissible disease (hiv+) and will not be returned to the MFR for analysis. No further details are available.